Manufacturer narrative:
The awareness date has been used for this field. There were multiple PMA / 510(k) numbers reported to be involved. The information for each number is as follows: PMA / 510(k) #: k945952 ,k901449. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(4) was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes had short draws. No serious injury or medical intervention reported.